Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: triathlon cr fem comp #3 r-cem; cat#5510f302 ; lot#an43n. Triathlon prim tib baseplate - cemented; cat#5520-b-300 ; lot#mtzod. Triathlon sym patella s33x9mm; cat#5550l339 ; lot#let476. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
Patient reported dissatisfaction with their knee replacement. Additional comments: "if I walk for a long time, sometimes playing tennis, kneeling. Mild pain but tolerable. Still playing doubles tennis and remains very active. Did not expect to experience such pain. Please with overall outcome, just surprised of experiencing pain so far out from surgery. This pain does not cause her to stop activities or require any medication intervention."